Manufacturer narrative:
(B)(4). It is reported that during a right sided atrial tachycardia procedure it was noted the ECG signals on the carto 3 system were not being displayed on the recording system. This occurred as soon as the ECG leads were placed on the patient. This resulted in procedure cancellation due to this issue. Biosense webster field service engineer (fse) went to the account and installed new ECG cards. The fse tested the system and all tests passed successfully. Fse supported another procedure and the ECG signals issue did not re-occur. System was ready for use. ECG cards involved in this complaint were sent to the manufacturing site. The manufacturing site tested the returned ECG cards however did not find any problem related to the issue. The device history review was performed. No anomalies were noted in manufacturing or service of this device.

Event description:
It is reported that during a right sided atrial tachycardia procedure it was noted the ECG signals on the carto 3 system were not being displayed on the recording system. This occurred as soon as the ECG leads were placed on the patient . This resulted in procedure cancellation due to this issue. The physician did not believe that this procedure cancellation posed any risk to the patient because the procedure was never begun. The patient was under local anesthesia. However, the patient had remained in the hospital until the procedure was rescheduled.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).